Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported condition of "heat to 126f in 1 minute rotation" was confirmed. During service, the device failed the temperature test by exceeding the maximum allowed temperature. If add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating that the device was heating up to 126 degrees fahrenheit during 1 minute of rotation. It is known that the device was not being used during surgery. It is not known if injury or medical intervention occurred. There was no add'l info provided.